Event description:
It was reported that the patient presented with the following preoperative diagnoses: prior l4-s1 posterior fusion and instrumentation; pseudoarthrosis; loosening of hardware; low back pain; bilateral lower extremity pain. The patient underwent the following procedures: exploration of spinal fusion, l4-5, l5-s1;very difficult dissection due to redo nature of the case with significant scarring, which significantly added to operative time and difficulty; removal of posterior instrumentation, specifically rods and cross lengths from l4-s1 with removal of bilateral pedicle screws at s1; left l5-s1 facetectomy for transforaminal lumbar interbody arthrodesis; interbody device, l5-s1; posterior arthrodesis, l5-s1; posterior instrumentation with bilateral pedicle screw placement at s1; re-insertion of spinal fixation device, specifically bilateral rods spanning from l4-s1; morcellized allograft; local autograft. Per the op notes, the patient was found to have pseudoarthrosis across l5-s1 with loosened bilateral s1 screws. There appeared to be solid posterior/posterolateral arthrodesis spanning l4-5 with good purchase of the screws bilaterally at l4 and l5. An 11mm cage was used at l5-s1. This was filled using rhbmp-2/acs and local autograft which had been morcellized from the facet that had been drilled down. Bone was decorticated over the lamina of l5 on the right and the dorsal aspect of s1 on the right. The remaining rhbmp-2/acs, allograft, and autograft were then placed dorsally on the right side at this interspace level. No intraoperative patient complications were noted. The patient was discharged home three days post-op. On 45 days post-op: the patient underwent x-rays of the lumbar spine. They demonstrate good positioning of the hardware without evidence of hardware failure. On 87 days post-op: the patient¿s CT was reviewed. Findings: he has repositioned spontaneously his cage in such a way that there is some erosion in the l5 and s1 end plates. This is clearly different than what it was on previous studies. He has old lucencies in the s1 vertebral bodies and pedicles from the previous screws that had loosened but it looks like the new screws are without lucency. On 143 days post-op: the patient presented with intermittent low back pain and leg pain. Assessment: low back pain; pseudoarthrosis. The patient underwent x-rays of the lumbar spine. Impression: 1 intact anterior/posterior fusion l4-s1. No change in alignment with flexion/extension. Retrolisthesis of l5 on s1. Anterior spurring throughout the lumbar spine. On 234 days post-op : the patient underwent CT of the lumbar spine due to spinal stenosis and post spinal fusion procedures. Impression: interval resolution of the abnormal radiolucency surrounding the bone graft material in the l5-s1 interspace. This bone graft is now incorporated into the adjacent vertebral body endplates; expected postoperative appearance following l4-s1 posterior spinal fusion procedure. There is osseous fusion of the l4-5 posterior elements, but there is not yet fusion of the l5-s1 elements. There is no spinal instrumentation fracture, and there is no evidence of infection or loosening; multi-level mild appearing neural foraminal narrowing. This appears unchanged from the prior examination; multi-level facet osteoarthritis. On 255 days post-op : the patient presented with low back pain. CT scan of the low back was reviewed. The doctor states he is clearly solid at l4-5 and believes at least the interbody is solid on one view at l5-s1. Assessment: low back pain; pseudoarthrosis. On 322 days post-op: the patient presented with low back pain as well as pain in the legs. Impression: chronic pain; lumbar spondylosis; post-laminectomy syndrome. On 463 days post-op: the patient underwent CT of the abdomen and pelvis due to mid and upper abdomen pain. Impression: no acute abnormality identified in the abdomen or pelvis. The patient presented with the following preoperative diagnoses: lumbar spondylosis; low back pain; chronic pain syndrome. The patient underwent the following procedures: t10 laminectomy for placement of paddle lead spinal cord stimulator at t8-9; placement of left buttock ipg with programming. No patient complications were noted. On 476 days post-op: the patient presented with back pain and just recent underwent a spinal cord stimulator placement procedure. Assessment: low back pain.

Manufacturer narrative:
Concomitant devices: rods, screws, cage (implant: (B)(6) 2012. (B)(6). (B)(4). Neither the device nor applicable imaging study films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted and/or used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.